Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Prior to the start of the procedure, a small pericardial effusion was visualized on the right side of the heart and around the laa. As the procedure began it was noted that the transseptal puncture was difficult due to the guidewire becoming caught in the right atrial appendage. The transseptal puncture was performed and the guidewire was advanced into the laa. The pigtail was then introduced and noted to be deep seated in the laa. The closure device was deployed and the procedure completed successfully. During recovery the patient was administered oral anticoagulants. Two hours post procedure a pericardial effusion with cardiac tamponade was discovered. A pericardiocentesis with accompanying drain was performed. The patient fully recovered.